Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy for an atrial arrhythmia. Technical services (ts) reviewed the stored episodes and noted that multiple anti-tachycardia pacing (atp) bursts and shocks were delivered during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Ts provided reprogramming recommendations, including increasing the ventricular fibrillation (vf) zone threshold for therapy. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this ICD was successfully explanted and replaced with another device. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy for an atrial arrhythmia. Technical services (ts) reviewed the stored episodes and noted that multiple anti-tachycardia pacing (atp) bursts and shocks were delivered during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Ts provided reprogramming recommendations, including increasing the ventricular fibrillation (vf) zone threshold for therapy. No adverse patient effects were reported. This ICD remains in service.